Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 3. Power was cycled and the hc alarmed system error 2367. Gts assisted the home patient (hp) with ending therapy and advised the use of continuous ambulatory peritoneal dialysis (capd) or new disposables. On (B)(6) 2010 product surveillance spoke with the hp who stated that she drained out that night, and then was able to resume therapy successfully the next night. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) occurring during dwell 3 was not confirmed due to a lack of sample. Not enough data is available to identify root cause; therefore, the root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).